Manufacturer narrative:
E1 - initial reporter phone: ext. (B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump has broken occlusions sensor seals. There was no patient involvement.

Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, which confirmed that the device had broken downstream occlusion (dso) and upstream occlusion (uso) sensors seals. The dso and uso sensor seals were replaced to fix the issue.